Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt presented with their controller showing settings not available. Manufacturer representative (rep) did an impedances test and #9 electrode was over 40,000, out of range (oor).  Rep reprogrammed on the lead avoiding #9 electrode. No patient symptoms were reported.